Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) data collection was programmed off. The icm remains in use. No patient co mplications have been reported as a result of this event.